Event description:
It was reported that the device had a high pressure up stream alarm during the infusion and a different pump needed to be used. Programmed volume to be infused: 150ml. Rate: 3.3ml/hour. Volume delivered: 2.8ml/hour. Volume remaining: 147.2 ml. The amount of medication remaining in the cassette matched the reservoir volume displayed on the pump. Air detector: off. Upstream sensor: on. Length of infusion: 46hours. Lock level: ll 2. Closed system drug-transfer device (cstd) was not used. Pump was not used to prime the extension tubing. Device was operated by a health professional. Patient was not harmed/affected and there was no delay in treatment.

Manufacturer narrative:
Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.